Manufacturer narrative:
Concomitant medical product: product ID: mi2355a, lot# 00109707, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of leadless implantable pulse generator (ipg) there was a fall in device sensitivity. No action taken, and issue was resolved. The leadless ipg remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinical study name has been changed to post approval network cardiovascular group clinical study.